Event description:
It was reported that the bd syringe plastipak 5ml s/su stopper was defective/damaged. The following information was provided by the initial reporter translated from portuguese to english: hypodermic syringe without needle 20ml bd presents deformation in the rubber of the plunger.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photo received by our quality team for investigation through visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information